Event description:
It was reported that there was a short between contacts 0 and 1 that was seen on the date of this report. The surgeon was still planning on just replacing the implantable neurostimulator (ins) due normal end of service (eos) and not the entire system. The short circuit was acknowledged but since it was not a contact the patient was programmed on and receiving optimal benefit the issue would not be addressed in surgery. No troubleshooting was performed and the replacement was successful. The patient had not experienced any new symptoms post-operatively. The patient had not had any back pain once stimulation was turned on. Impedances following the replacement were 0 and 1 were 34 and no other electrodes were out of range. Reference manufacturer¿s report number: (B)(4), for patient's previous ins was same short.

Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted:(B)(6) 2009, explanted:(B)(6) 2015, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v276341, implanted:(B)(6) 2009, product type: lead. Product ID: 3389s-40, lot# v271754, implanted: (B)(6) 2009, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted:(B)(6) 2009, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted:(B)(6) 2009, product type: extension. (B)(4). (B)(6).